Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had impedance that was trending high, along with high thresholds, no capture and possible lead fracture. The lead was programmed to sensing only and remains in use. No patient complications have been reported as a result of this event.